Event description:
Healthcare professional reported through company representative "change in breast structure, and pain and discomfort in the breast", "atrophy, ptosis, and asymmetry" and "during surgery, decolorated intracapsularly ruptured implant and baker grade iii capsular contracture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - ptosis: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported through company representative "change in breast structure, and pain and discomfort in the breast", "atrophy, ptosis, and asymmetry" and "during surgery, decolorated intracapsularly ruptured implant and baker grade iii capsular contracture". This record is for the right side. The device was explanted.